Event description:
A lensar distributor clinical application specialist reported that during a case, there was a suction break at the end of lens fragmentation. The procedure was interrupted at (B)(4). The pt jerked causing the suction break.

Manufacturer narrative:
Investigation including root cause analysis is in progress.